Manufacturer narrative:
Only the connector portion of the lead was returned in one-piece measuring 8.0cm. Analysis was completed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-16863, 2017865-2021-16873, 2017865-2021-16874. It was reported the patient had passed away. No cause of death was provided. Last remote transmission showed no abnormalities with the system. There was no allegation the system had any role in the patient's death